Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the plastic covering was worn off at the end of the patient's driveline where it inserted into their system controller. The driveline was taped with silicone tape. The patient was asymptomatic. A clamshell repair was performed on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: although damage to the outer jacket of the distal driveline bend relief could not be confirmed based on the submitted image, the damage was confirmed through an onsite evaluation by an abbott representative. A specific cause for the reported damage could not be conclusively determined through this evaluation. Review of the submitted log file captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.